Manufacturer narrative:
(B)(4). As per the customer, they will be repairing the device.

Event description:
It was reported that the patient was transferred to an alternate ventilator due to the compressor became inoperable. The patient was not harmed or injured as a result of the event.